Event description:
The olympus service was informed by the clinical director at the user facility that the evis exera iii video system center was returned to the service center for a reported "power button depressed and will not unstick - must be unplugged to turn off" during an unspecified event. During inspection and testing, the reported issue was confirmed and was found due to a power switch failure (reportable). No patient injury or harm was reported to olympus.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the approved final investigation. The device was returned and evaluated, and the phenomenon was confirmed. In addition, it was noted, that a software update was recommended. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device evaluation confirmed, the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged, due to the amount of operating force applied. And the number of times exceeding the expected value. There has since, been a design change to prevent recurrence. And devices within the design change have been shipped after november 26, 2013. The subject device of this report was manufactured, prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus service was informed by the clinical director at the user facility that the evis exera iii video system center was returned to the service center for a reported "power button depressed and will not unstick - must be unplugged to turn off" during an unspecified event. During inspection and testing, the reported issue was confirmed and was found due to a power switch failure (reportable). No patient injury or harm was reported to olympus.